Event description:
It was reported that the patient had severe degenerative disc disease (ddd) at l5-s1 presenting with low back pain. The patient underwent l5-s1 anterior discectomy and posterior decompression, l5-s1 interbody fusion using lordotic peek cage and rhbmp-2/acs with anterior instrumentation at l5-s1. No complications were noted during the procedure. Upon review of final x-rays, the surgeon was satisfied. Restoration of disc height was accomplished. Approximately 2 years post-op, the patient was seen for follow up by a different physician status post arthrodesis at l5-s1 and anterior lumbar interbody fusion. The patient was experiencing significant radicular symptoms into both lower extremities. This was relieved with an epidural, however, the pain soon returned. The patient was diagnosed with severe radicular type pain from a large posterior bony spur and calcified disc at l5-s1. The herniation was quite sizable and completely calcified. Reportedly, "the large central disc herniation had calcified secondary to the use of bmp". At 722 days post-op, the patient underwent l5-s1 laminectomy and partial facetectomy there was significant bulging of the thecal sac at l5-s1, indicating pressure form the calcified disc protrusion. A foraminotomy was performed resulting in no residual pressure on the exiting nerve roots upon completion. The calcified disc fragment was depressed and resected. Upon decompression there was no remaining pressure on the nerve roots (traversing or exiting). After removal of the bony fragments, there was no residual compression posteriorly on the traversing nerve roots. There was no evidence of dural laceration or injury. The patient did not suffer any apparent complications. The procedure took approximately 35 percent longer than usual given the large calcified disc fragment. The length of the procedure was 2 hours and 20 minutes with an estimated blood loss of less than 100 ml. In addition, the patient's body habitus contributed to the difficulty of the case.

Event description:
At 678 days post-op, the patient presented with low back pain. A CT scan found "bony union across the disc space appears solid. There is posterior lipping of the vertebral endplates causing a mild projection into the spinal canal but otherwise no significant bony canal or foraminal stenosis" the anterior interbody fusion at l5-s1 appears solid. Hardware appears in proper position. There is posterior bony productive change at the l5-s1 level, but it does not in and of itself cause neural compromise.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent an anterior lateral interbody fusion at l5-s1 where rhbmp-2/acs was implanted with a peek cage. It is reported that the patient continued to have bilateral leg, buttock and hip pain with radicular symptoms post-operatively.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.